Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 59-year-old caucasian female patient underwent a breast augmentation revision with a 475cc mentor memorygel breast implant and experienced granuloma and wound infection on the right side post-operatively. The patient mentioned going to their healthcare provider at least once a month and did many ultrasounds. The patient also reported having generalized illness symptoms including pain, unspecified illness, shingles, infection with c. Diff, bronchitis, and inability to sleep. The patient reported being hospitalized multiple times. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On may 03, 2024, mentor received additional information regarding the patient's event. It was reported that the problems began to occur right after her implantation surgery; the patient would go in to the see the healthcare provider "once a month". Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 15, 2024, mentor received additional information regarding the patient's symptoms. It was reported that the patient also felt other generalized illness symptoms in 2019 including breast implant illness and multiple chronic symptoms. This report is for the right side device. Manufacturer¿s reference number: (B)(4).